Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming battery out limit. During troubleshooting the customer also mentioned she had low blood glucose of 45 mg/dl. She treated for the low and no troubleshooting was performed for the low blood glucose. Customer had left the battery out longer than the allotted duration; she was informed it was normal pump behavior. Customer is not returning the device for analysis.